Event description:
It was reported via repair work order that the mechanism was bent on the bottom of the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.